Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed over the last few months. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed over the last few months. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. A supplemental report will be provided should additional information become available.